Event description:
It was reported that a speaker malfunction inop was displayed on the intellivue mx750 patient monitor and there was no sound coming from the device. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the customer's allegation. The fse replaced the speaker inside the mx750. After part(s) replacement the device was returned to functional use with no further issue(s) identified.